Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tct75 linear cutter would not fire. Electrosurgery was used to complete the case. There was no further consequence to the pt.